Event description:
Prior to a rotational atherectomy procedure, the wire fracture during platforming of a 1.75 burr. The fractured portion of the wire was trapped within the burr. No patient injury of complications were reported.